Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. During evaluation, the connector was found to be rusty and damaged. Also, error code - 400 and error code - handswitch stuck were observed. Further, the wires were found to be damaged. The repair activities were carried out, the damaged connector was replaced and the socket connection between the ID & rf boards were secured with silicone sealant to resolve the identified failures. The device was cleaned, calibrated newly, tested and found to be fully functional. Fluid contact with the connector is responsible for the rusty connector. User mishandling and/or lack of maintenance can be the most probable root causes of the damaged connector and wires, however, a definite root cause cannot be determined with the available information. The faulty components of the device such as rusty connector would have caused the error codes observed. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified.

Event description:
It was reported by the affiliate in (B)(6) that during service and repair, it was determined that the generator device failed electrical safety test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.